Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an episode of non-sustained right ventricular oversensing. It was discovered that the episode indicated a possible loss of capture on the left ventricular (lv) lead. Programming changes were not made. Since this was only one episode, the lead would be further monitored. There were no patient consequences.